Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of above 500 mg/dl with large ketones and was in diabetic ketoacidosis. The customer delivered boluses via the pump, but reported that bg levels rose quickly. The customer went to the emergency room (ER) for treatment. Fluids were administered intravenously (IV). The customer left the ER 5 hours later in a "healthy condition" with a bg level of 176 mg/dl. Reportedly, the healthcare provider suspected that the customer was insulin resistant. The customer reverted to manual injections with humalog insulin and reported that bg levels improved.